Event description:
It was reported by a non-medical professional that the pt underwent a surgical procedure for a bilateral disc herniation at l5-s1 in 2008. At an unk time after the surgery, the pt experienced significant pain and heard popping sounds in his back. The physician diagnosed that the s1 pedicle screw fractured midway through the shaft. A second surgery was performed in 2009 to replace the broken screw.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.